Event description:
It was reported that a spaceoar was implanted, and a rectal wall infiltration occurred. The magnetic resonance imaging (MRI) was reviewed, and it was observed that the hydrogel was entirely in the rectal wall, starting at the midgland. At the base there is no hydrogel present. The spacer extends down towards the apex. Between the midgland and the apex there is a slice where the hydrogel comes very close to the mucosa, but it does not appear to penetrate the lumen. The patient did not report any symptoms.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.